Manufacturer narrative:
Analysis of the returned device identified fold creases, the device was underweight, and an extended opening on the radius side. A visual and microscopic analysis were performed which identified a sharp crease opening on the radius side, stress marks, and wear abrasion. Based on the device analysis, the final assessment is a sharp crease opening on the radius side due to a fold flaw opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.